Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. The value was not available at the time of the latitude transmission, but a review of tends showed the shock impedances have been variable and ranged from 111 ohms to 142 ohms. An email was sent to the clinic recommending further review of the rv lead. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.